Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found out of specification in relation to the reported failed downstream occlusion test high which was confirmed during evaluation as a false downstream occlusions. A review of the event history log identified downstream occlusions alarms. The cause was determined to be the downstream/force sensor was out of specification. The force sensor were calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test high during preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.